Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a multifocal intraocular lens (iol), model zmb00 +20.0 diopters, was explanted in a secondary surgical procedure because of complications of the iol and visual disturbances. A non-amo lens, +21.0 diopters, was implanted as the replacement. Reportedly, the incision was not enlarged to remove the lens, a vitrectomy was not performed, and sutures were not used. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 05/16/2017. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection showed that the product was cut in half, most probably to make the explant possible. Considering the condition of the lens additional analysis was not possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.